Event description:
It was reported that this pacemaker exhibiting oversensing of noisy signals in the ventricular channel. Technical services (ts) was consulted and provided a review of reports and recommended further review. This pacemaker remains in service. The right ventricular (rv) lead is non boston scientific. No adverse patient effects were reported.